Event description:
During this total joint surgery, one of the fixation guide hole reinforcement rings fell out of the attune distal femoral cutting jig.

Manufacturer narrative:
The device associated with this report was not returned. The initial report stated the device would not be returned for evaluation. (B)(4) is currently underway to address this issue. It should be noted that a field safety notice was issued in oct 2014 stating for theatre staff and persons involved with the cleaning and reprocessing of the device are requested to inspect all inventory for specific lots (stated in the fsn). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.